Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle happened in the surgery. Changed another one to complete the surgery. No additional information could be provided. There were no adverse reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H3 investigation summary: the product was returned to ethicon for evaluation. One (1) foil packaging containing one (1) winding former with one (1) dispensed used suture was received for analysis. Product code vcp493. During the visual inspection of the suture, the insertion mark could not be observed on the strand and one of the ends appears to be broken. However, the needle was not returned for evaluation to determine the assignable cause. A photo was provide that shows one (1) foil packaging, one (1) winding former with a needle and one (1) dispensed used suture along with a note inside of a plastic bag. Per the conditions of the returned samples, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.